Event description:
It was reported that after an atrial fibrillation case (boston scientific pulsed field ablation (pfa)) was completed, a right pneumothorax was noticed in the patient. The patient had complained of chest pains post-procedure and that the physician had ordered chest x-rays for the patient. It was confirmed via x-ray that the patient had a right pneumothorax. The physician informed them that the patient stayed an extra two days at the hospital and was then discharged to go home. The patient was last reported to be in stable condition. The reporter noted that there were no bwi ablation catheters in use for the procedure. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".